Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014, patient underwent spine fusion surgery on the cervical region of his spine from vertebrae c4 to t1 using posterior approach. Reportedly, during the surgery, rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic neck pain with pain and radiculopathy down his back and down his left arm, numbness and tingling in fingers of left hand, tightness in his neck and shoulders, swelling in his neck and throat, difficulty breathing, and difficulty swallowing. He experiences difficulty sitting, standing and walking, and requires periodic use of a cane for assistance with ambulation.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.  If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: c4-c5 diskitis with osteomyelitis and left upper extremity radiculopathy secondary to c4-5 left-sided foraminal stenosis; status post c5-6, c6-7 anterior cervical diskectomy and fusion; pseudoarthrosis c5-c7; retropharyngeal abscess; esophageal tear. Patient underwent following procedures: c4-c5 posterior spinal fusion; c5-c6 posterior spinal fusion; c6-c7 posterior spinal fusion; c7-t1 posterior spinal fusion; c4-c5 left- sided foraminotomy; spinal instrumentation, c4-t1; placement of a mayfield; operative microscope; use of intraoperative fluoroscopy and data interpretation; use of allograft for spine surgery, nonstructural. As per operative notes,¿ I then decorticated the posterior spinal elements from c4 down to t1 with a high-speed bur, both the left and right sides. I placed bone morphogenic protein, only, on the right side where there were no exposed neural elements and placed autograft from harvested spinous processes on the left at c4-5, c5-6, and c6-c7, c7-tl. I placed bmp between c7 and t1 on the left and then allograft chips on both the left and right sides.¿ no intra-operative complications were reported.